Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 06jan2020. Investigation ¿ evaluation: it was reported by a health professional in the respiratory ward at the (B)(6) hospital in australia that there was a disconnection between the vinyl connecting tube and the luer lock of the three-way tap. The device was reported to be a wayne pneumothorax set (rpn: c-utpt-1400-wayne-112497-imh, lot number unknown). The patient had a pneumothorax so a chest drain was inserted to drain the air. During the event on (B)(6) 2019, the nurse stated that she specifically tightened the connection between the vinyl connecting tube and the 3-way tap. However, overnight it disconnected. The patient went into respiratory distress and a ¿code blue¿ was called. The vinyl connecting tube was reconnected to the three-way tap. The patient was then given oxygen. Suction was applied to the drainage container. After this event, a chest x-ray was required to check the status of the pneumothorax. The pneumothorax was noted to be slightly larger on x-ray imaging. At the time of the initial complaint, the device was still in the patient and continued to function. It was reported that the patient was doing okay. It was reported on 08dec2019 that the device had been removed from the patient. A review of the drawing and quality control, as well as a visual inspection of the returned device were conducted during the investigation. The visual inspection of the complaint device noted the tether between the stopcock and the cap was broken. Another complaint was opened to address this failure mode. All device luer lock threats connect without issue. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record and a search for additional complaints could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: precautions: ensure the stopcock is in the on position to the calve to prevent aspiration of air. Instructions for use: attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter top by advancing the catheter obturator. When full advanced, attach the obturator to the catheter via the luer lock connection; remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction; confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections bust be secure and airtight. Perform inspections of the catheter and connections regularly; the catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections= (e.g., in instances of patient movement where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following. A. Secure the catheter hub to the patient¿s skin by placing tape, suture or a catheter securement device at the location shown in the illustration below. Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause was not established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a wayne pneumothorax catheter had disconnected between the vinyl connecting tube and the 3-way tap when a nurse was emptying the patient's drain. The nurse had tightened the connection herself, but it disconnected overnight. The vinyl connecting tube that disconnected is a component of the set. It disconnected where the vinyl connecting tube luer-locks into the 3-way tap. The nurse reported it was easy to luer lock the connector to the tap and that it was a tight connection, "so it un-luer-locked itself even after it was tightened". After the disconnection, the patient went into respiratory distress and a code blue was called. The staff reconnected the connecting tube, the patient was given oxygen, and suction was applied to the drainage catheter. A chest x-ray was performed and the pneumothorax was noted to be slightly larger than before. The device has now been removed from the patient and the patient is reported to be doing "okay". When asked about how the device was secured to the patient, the nurse reported "we do not add any additional securing tapes to the connection at the 3 way tap. We do however tape the tubing to the patients skin with a fixation dressing as per manufacturer recommendation". No other adverse effects have been reported for this incident.